Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown when pain started. This report is for (1) unknown 6.5 cannulated screw /unknown lot number. UDI: part number unknown, lot number unknown. UDI is unavailable. Original implant date was sometime in 2011. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the patient experienced foot and ankle pain approximately 5 years after treatment/implantation for a right foot fracture. Revision surgery was required to remove the hardware- the hardware was intact. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted for an unknown right foot fracture on an unknown date in 2011. On an unknown date in 2016 the patient began experiencing foot and ankle pain. Patient returned to the operating room for explant surgery on (B)(6) 2016 to remove the existing hardware. There was no broken hardware, and fusion was complete. Patient requested removal of painful hardware. Surgery was successfully completed, and patient was reportedly stable following the procedure. There are 3 devices on this complaint. This report is 2 of 3 for (B)(4).